Event description:
Patient reported the vios delivery system is not working as it should. Missed dose reported. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: chronic obstructive pulmonary disease.